Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock lead impedance greater than 125 ohms. The patient had competitor's device. Additional information was received and indicated that a lead extraction is scheduled for suspected lead fracture. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.